Manufacturer narrative:
The complaint sample was evaluated and the reported event is confirmed. The returned instrument clearly exhibits signs of (stress) both fatigue and overload fracture conditions. The fatigue fractures occur due to wear from repeated use and applied stresses on the instrument and the overload fractures occur from applying a final load that is relatively large. In addition, the broken stryker-zimmer hall power coupling adaptor was not returned with the instrument, the instrument was able to connect to a greatbatch acetabular reamer, and scratches and dents were observed throughout the instrument, including the teflon sleeve. Also, displaced material and significant deformation was found on the ratchet mating surfaces on the shaft towards the power coupling adaptor end which suggests there was some movement during use between the power tool used and the mating surface. The manufacturing process was reviewed and no discrepancies were found. The instrument material, construction, and assembly was manufactured per specification. No further investigation required. (B)(4).

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. (B)(4). Device not returned to manufacturer.

Event description:
It was reported while reaming the acetabulum the reamer handle broke. The part that connects to the power source sheared off. The sales agent had a second reamer handle which was used to complete the surgery successfully. There were no adverse events reported as a result of the malfunction.